Event description:
Possible atrial crosstalk and non-physiologic oversensing. Noise on marker but not on electrogram. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).